Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had just started beeping and that it stopped. No error alarm noted. The tubing had been disconnected while the patient was working on the truck. They wiped it with alcohol and reconnected it, and confirmed the screen showed run. Due to the break in sterility, they had to stop the pump. Settings reviewed first: a continuous infusion rate of 0.6 ml/hour had been programmed, with a total reservoir volume of 79.7 ml and given 32.35 ml. The pump had been powered off. The event occurred while in use with patient.

Manufacturer narrative:
H6. Codes: updated. Customer reported the pump had just started beeping and that it stopped. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.